Event description:
Additional information was received. The rep was onsite to troubleshoot. When the rep replaced the all in one (aio), she noted that the localizer faulted error persisted. Even when there is no emitter or break out box (bob) plugged in, the system still displayed the localizer fault message. Print diagnostic indicated that the bob, controller, and emitter were all faulted. When the rep plugged in the bob, a small, high-pitched noise can be heard from within the aio. When the emitter was plugged in with the aio, the high-pitched noise got louder. Additional information was received. The rep took the first aio that was sent and plugged it in another room and in the hallway. In each location, she was able to boot the system without any errors or sounds, but after starting a mock registration, she would get the localizer faulted message. The rep tested the wall outlet at each location and both readings were 123 vac.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735824, lot number: unknown; product ID 9735825ent, lot number: unknown; product ID 9735521, lot number: unknown; product ID 9735736, version: 2.1.0 h2: additional information: the lot number of the cable (9736228) was received. Lot number: lc24k04a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that all of the screws on the back plate were found to be loose. After logging in the system, the computer booted up back into the password and username home screen. The rep was unable to log in to the system's home screen. Rep found licensed software applications was installed in the solid state drive (ssd) drive. S.m.a.r.t data self-test reported no errors on the ssd drive. Computer booted normally to the admin and home screen with a known good ssd. Video showed a possible problem with the instrument being used, or at the eminterface port being used, or the instrument not being within range of the emitter to detect the instrument. The 9735521 emitter (lot number: 603010329) was returned to the manufacturer for evaluation. There was no failures found with the re turned item. The 9735824 controller (lot number: 1601041219) was returned to the manufacturer for evaluation. There was no failures found with the returned item. Codes b01, c13, c19, d02, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information in b5. D10: the quantity of concomitant products 9736228, 9735824, 9735825, and 9735521 is 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep replaced the emitter, bob, and controller, but the issues persisted.

Manufacturer narrative:
H2-3) the system was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the system would report a localizer faulted error after running for 5 minutes. The system was received with a cracked and chipped screen. The system had electrical failure. Codes: b01, c02, d02 h2) please see section d4 for lot # of product ID: 9736242. Please see section d9 for the device return date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after installing the system, the system did not have any audio. The medtronic representative (rep) then moved to a different wall outlet and when doing a test registration, she received a localizer faulted halfway through registration. The rep attempted a different wall outlet and rebooted system, but the issue did not resolve. The rep ran a print diagnostic and is displayed system fault: localizer communication and power supply and controller failed. There were no signs of damage on the power cord. All outlets tested at 122v. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9736228, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735762, software: 2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, there was insufficient information to determine whether a software anomaly co ntributed to the reported behavior. Logs captured that there were 6 sessions on the date of issue, and all the sessions exited in 20-30 seconds. The site did not proceed to registration in any of the sessions. Installation logs captured some "dpkg" issues during I nstallation, and the "dpkg" was interrupted. Because of that, when the application was launching, it was failing to launch. But there was no abnormality captured related to the localizer. The information provided was insufficient to determine whether a software an omaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.